Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 11/29/99 at a retail vendor. On 1/18/00 consumer sought medical treatment for a swollen ear. The earring was removed and antibiotics given.